Event description:
Boston scientific received information in (B)(6) 2007 that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) expired due to unspecified cause. At the time of the patient's death there were no product performance allegations. New information received indicates that this patient and/or a representative of the patient has retained legal counsel and recently submitted paperwork as part of the litigation process. There was an allegation that the patient suffered injury as a result of device malfunction. This device was included in the (B)(6) 2005 and (B)(6) 2006 physician communicated advisory populations. Our reliability assurance laboratory was granted temporary access to the device. Visual inspection noted that the device was dirty and there were scratches on the front of the casing. The leads were still attached and the device was still in monitor+therapy (m+t). The device was programmed off. Upon interrogation an open lead fault was present. The defibrillation lead was attached however it was severed approximately 10 inches from the device header. The coronary sinus lead was intact. Since the device was left in m+t after patient's death/explant erroneous noise overwrote all data in the device thus we cannot confirm that the open lead occurred post mortem, however there were no allegations from the physician at the time of death. The device was returned to the patient's attorney.

Manufacturer narrative:
Subsequently, boston scientific received information that this legal case was settled and the device was no longer on legal hold. The device was implanted in 2003, explanted in 2005 and returned to boston scientific's post market quality assurance laboratory in 2011. Upon receipt, the device was found in storage mode due to battery status. Utilizing a specialized engineering programmer, the device was programmed out of storage mode to perform therapy testing. The device was unable to charge and deliver a full energy shock due to the low battery voltage and increased cell impedance at the end of life. The device was able to charge and deliver a 0.6 joule shock. A review of the memory log found that the device's function was normal while implanted. Pacing and shocking impedance testing was normal. The device was put through and passed manual pacing, sensing, and shock testing and did not exhibit behavior as described in the advisories.